Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that the 840 ventilator was inoperable. The customer reported communication error codes in the memory log. The customer did not provide information as to if the ventilator was in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. The customer reported to have run the unit for several days and was not able to duplicate the alleged malfunction. Covidien was not authorized to service the device.